Event description:
During biomed testing the device displayed "defib fault 78," defib fault 80," defib fault 108" messages and failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.